Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high sensor reading from the adc device. The customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose gel and infusion for treatment of hypoglycemia. A reading of 58 mg/dl (unspecified meter) was also reported, however, it is unknown when it was taken in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned reader was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The unit battery voltage was measured to be within specifications. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefre this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high sensor reading from the adc device. The customer became hypoglycemic and experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose gel and infusion for treatment of hypoglycemia. A reading of 58 mg/dl (unspecified meter) was also reported, however, it is unknown when it was taken in relation to treatment. There was no report of death or permanent injury associated with this event.